Manufacturer narrative:
(B)(4). Customer has indicated the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 ¿ 04455, 0002648920 - 2019 - 00748.

Event description:
It was reported that a patient underwent a left hip revision involving placement of a plate and screw on an unknown date. Subsequently, the patient underwent another procedure approximately 6 years post initial implantation due to recurrent dislocation and non-union of a fracture. During the surgery, wear of the implants as long as a broken locking ring was noted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).